Event description:
It was reported that while testing for the flu with kit flu a+b 30 test physician veritor a false positive result was obtained. The patient was retested using at a hospital and the result was positive. There was no report of patient impact. The following information was reported by the initial reporter: it was reported that false negative flu result. This customer reported more than 6 false negative covid results as well. The manager contacted [bd employee] to report the false negative flu results on behalf of customer. Customer performed the flu test. When the same patient was sent to the hospital, the patient¿s pcr results indicated that the patient was positive for flu a (flu a +).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit flu a+b 30 test physician veritor (material # 256045), batch number 9332650. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while testing for the flu with kit flu a+b 30 test physician veritor a false positive result was obtained. The patient was retested using at a hospital and the result was positive. There was no report of patient impact. The following information was reported by the initial reporter: it was reported that false negative flu result. This customer reported more than 6 false negative covid results as well. The manager contacted [bd employee] to report the false negative flu results on behalf of customer. Customer performed the flu test. When the same patient was sent to the hospital, the patient¿s pcr results indicated that the patient was positive for flu a (flu a +).